Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.

Event description:
Caller indicated the advance meter was giving variable readings. Back to back testing results were 106 then 130 (back to back) previous reading of 109, 67, 97, 79 all within 10 mins.